Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side cart 2 (ssc2) was unusable. The technical service engineer (tse) reviewed the system logs and noted error 23007 pointing to master tool manipulator - right (mtmr) gimbal roll and multiple 22005 errors pointing to mtmr homing. The tse asked the customer to hard reboot the system, however the surgeon declined and proceeding with the ssc1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the procedure was completed with no report of patient injury. The patient demographic information was requested but missing information is unavailable.

Manufacturer narrative:
The customer resolved the issue after the procedure by power cycling the system. The field service engineer (fse) asked the customer to ensure that the master controllers were not hitting anything during the homing process. The system was then working properly and no additional action was required. No product is expected to be returned for analysis as a result. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23007 pointing to master tool manipulator - right (mtmr) gimbal roll and multiple 22005 errors pointing to mtmr homing related to the complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sk3585. This complaint is considered a reportable malfunction event due to the following conclusion: the customer switched to the surgeon side console (ssc1) after the start of the procedure due to mtmr errors on ssc2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.